Manufacturer narrative:
Bayer product analysis reviewed the information and photographs that were provided and determined that the horizontal arm had cracked. Evaluation of the photographs and information provided concluded that propagation of initial crack in horizontal arm led to a loss of connection between the horizontal support arm and the vertical support arm. This caused eventual disengagement of the system.

Event description:
The following information was received from a bayer representative: the horizontal arm of the overhead counterpoise system (ocs) broke at the connection between the vertical support arm and the horizontal support arm. There was no injury or adverse event reported.